Event description:
It was reported that the core sumex dril displayed a bias current error message on the console during a procedure, signaling a condition occurred in which the device has the potential to run without user activation. The case was completed successfully without any delay. There were no adverse consequences associated with the device.